Event description:
Pt had surgery on (B)(6) 2012. Upon seeing surgeon at f/u, implant was found to be loose. Revision surgery occurred on (B)(6) 2012.

Manufacturer narrative:
Implant was not received for eval. Implant loss most likely related to tissue trauma at surgery. Surgeon reports suspected stripping of the treads when inserting the implant. Implant loss is known to occur and considered in the rmf and communicated in the device info. The surgical manual instructs the surgeon to be careful not to strip the treads. There are no indications that the occurred is a result of mfg or component failure.